Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/tubing). The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, the patient indicated that a supply bag was loosely connected and that there was a wet spot on the floor under the supply bag. The patient would dispose of the supplies and end therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.